Event description:
It was reported that this right atrial (ra) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss). Further evaluation of programming options was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this physician suspected outer insulation fracture being the cause of the impedance measurements out of range. The physician opted to continue to monitor since the lead was appropriately sensing in unipolar. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss). Further evaluation of programming options was recommended. No adverse patient effects were reported. This lead remains in service.